Manufacturer narrative:
Tw#: (B)(4). Updated sections: b4, b5, d9, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 02/04/2026. An investigation was conducted on 02/10/2026. . A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the loading device handle. The delivery device was returned inside the loading device. The seal was observed in the loading device body. The delivery device was removed from the loading device with no physical or visual difficulties observed. The white plunger was not depressed and the blue safety lock was on, which prevents the white plunger from being depressed. The seal and tension spring assembly remained inside the loading device. The seal and tension spring assembly was removed from the loading device. The seal was observed to be in a loaded rolled state. There were no visual defects observed on the intact seal or tension spring assembly. Measurements of the delivery device were taken; the inner diameter was measured at 0.195 inches, the outer diameter was measured at 0.218 inches. The length of the delivery tube was measured at 2.48 inches. The measurement values recorded for the delivery tube were within the tolerance specifications. Based the returned condition of the device as well as the evaluation results, the reported failure "failure to unfold or unwrap" was not confirmed, however, the analyzed failure "fitting problem" was observed. The lot#: 3000409619 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure or the analyzed failure. Specific actions for the analyzed failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
The hospital reported that during the procedure hst iii system (3.8mm) didn't open properly, when surgeon started do proximal seam. It was the last device in customer's stock. The proximal seal was stitched without a heart string. There was no procedural delay. There was no patient harm.

Manufacturer narrative:
(B)(4). Event site name exceeded character limitations: (B)(6). Initial reporter exceeded character limitations: (B)(6). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that hst iii system (3.8mm) didn't open properly, when surgeon started do proximal seam.